Event description:
A nurse tried to remove air using the vtc, and blood sprayed out from tipcap top and splashed on her clothes. Nobody needed treatment due to this event.

Manufacturer narrative:
The reference samples were checked by functional test and there were no leaks. The received defective sample was checked but there was not found any potential root cause.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.